Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary =according to the information provided, it was reported that vapr s90 electrode, during a shoulder procedure, the device generated sparks intra articular in normal intervention condition. Need to use another device. Device was visual inspected and there was no anomalies noted, there is a white residue in a transparent tube suggesting that the electrode was activated. Upon testing , ablate ¿ sparked initially then started showing output shorted error was shown. Coag ¿ waving and beeping 160 was blinking. Electrode will be sent to supplier for further investigation. Supplier evaluation result for vapr s90 : device was not returned in the original packaging, the distal tip of the device does show signs of damage, the manifold housing also shows a degree of melting, no visible damage to handle, cable or plug.the electrical test was performed with the different parameter (active continuity, return continuity and primary capacitance), as a result the device passes all parameter.the device was functional testing using vaprvue generator (gml3762), the test included different values as a setting passed. Supplier summary: the customer has reported that during use the device generated sparks. Visual inspection found that the plastic manifold was damaged mostly probably by a ¿shorting¿ event at the distal tip. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. Based on the charred and burnt section of the manifold seen the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous one piece lps electrodes (s90) which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through CAPA.the complaint failure mode has been reviewed against the systems risk assessment ¿internal arcing of instrument¿. The hazardous situations annotated for this failure mode are ¿excessive heat in joint space, cannula from instrument tracking¿ and ¿instrument overheats ¿leading to the outcomes(s)/harm as ¿patient/user harm ¿ burn¿ and ¿undesired tissue effect ¿ reduced performance¿, with ra grid numbers of 9 & 14 and severity minor & serious respectively and the risk level categorized as alra (as low as reasonably achievable ) . The currently probability level is ¿probable¿ (<10¯3 and =10¯4 ). A review of our complaint records over the last 12 months to assess the frequency of this defect shows this device (228370) to be of low occurrence and is as anticipated in the risk analysis. Our analysis shows that the frequency is below the anticipated rate of failure detailed in the ra risk management document 910216 and the risk is deemed negligible/minor and no further action is required. Complaint rate will continue to be monitored through standard complaint review channels. A manufacturing record evaluation was performed for the finished device [u1810072] number, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot = a manufacturing record evaluation was performed for the finished device [u1908120] number, and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by healthcare professional via email, that during a shoulder procedure, while using a vapr s90 electrode 4.0mm, 90° suction w/integrated handpiece, the device generated sparks intra articular in normal intervention condition. They used another device. No surgical delay or patient consequence reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b3: the date of event was reported as unknown in the initial report and has been updated as (B)(6) 2020. B5: subsequent follow-up with the customer, additional information was received. It was reported that there was an unspecified delay in the surgical procedure which was the time to get a new electrode in the arsenal. It was reported that there were no patient consequences or impact to the user or patient. It was reported that the case was completed using another device. It was reported that an alternative product was readily available in the arsenal. It was reported that there was no surgical intervention planned (e.g. X-rays, additional/change in procedures, prescriptions, otc, revisions).